Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the device was manufactured from january 28, 2020 - january 30, 2020. H10: the actual device was received for evaluation with approximately 115ml of solution in the bladder. Visual inspection showed no signs of a leak or white crystallized drug residue on either the exterior or interior surfaces of the sample. Functional testing was performed by filling the device with water. During fill, no evidence of a leak was observed. After fill, the sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) presented a leak during preparation in the pharmacy department of the hospital. This was further described as while ¿relabeling¿ the pump, a white residue at the top of the pump was noted. The source of the leak was unknown. Upon weighing the device, it weighed 168.98, the original weight was between 169.40 and 170.40 (units unspecified). The set was filled with 5000mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.